Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. The event of (B)(6) is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reports patient injection with 1 ml juvéderm® volbella¿ with lidocaine in lacrimal valley. Antiretroviral treatment initiated 15 days after injection for stage I (B)(6). No known diagnosis of (B)(6) at the time of injection. The patient performs annual screening for sexually transmitted infections and is completely asymptomatic. Patient is already being monitored for infectiology and has no immunosuppression marker. Patient does not relate the (B)(6) diagnosis to the juvéderm® volbella¿ with lidocaine application. Patient experienced intermittent lower palpebral/eyelid edema and dark circle/infraorbital region bilaterally, sometimes unilateral, 3.5 weeks post injection. Subsequent treatments include ice, lymphatic drainage. Radiofrequency, 2 sectors for 10 minutes at low power per zone also provided. 2 weeks post symptom apparition, the patient had the most severe bilateral episode. Hyaluronidase was provided, with immediate improvement of symptoms.